Event description:
The recipient reportedly experienced pain and an infection with draining pus. The recipient's device was explanted. The recipient will be reimplanted once infection is resolved.

Event description:
The recipient reportedly experienced pain and an infection with draining pus. The recipient's device was explanted. The recipient will be reimplanted once infection is resolved.

Manufacturer narrative:
Correction: sections e.1 & h.6 advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated and is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly completed medical treatment with antibiotics and the infection resolved. The explanted device was reportedly discarded and will not return for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection reportedly led to electrode extrusion prior to explant surgery. On (B)(6), 2022, the recipient was reportedly reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.